Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Manufacturer narrative:
The reported bias current error during was confirmed upon visual inspection by a manufacturer service technician. Corrosion of several internal components througout the device, including the motor cartridge, was identified as a probable cause for the reported event.